Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and high, out of range impedance was noted on the patient's right ventricular (rv) lead. The lead was explanted. Further information was requested but not yet available.